Event description:
It was reported a 38 yo female patient, who had a right thr, underwent a revision procedure approximately 8 years 9 months post the initial procedure. The patient complained of pain. Worn poly was indicated. The poly was part of the recall. The liner was exchanged. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted device is not available for return due to chain of command. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The most likely underlying cause for the revision reported is prosthesis wear and fracture and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.